Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Consumer called in stating that the seat in his wheelchair broke. Consumer was unable to provide me with any identifying information for his product. Follow-up call to the consumer yielded no further information. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model unknown, serial number/date code unknown. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Follow-up phone call to the consumer did not yield any further device information. Malfunction has not been confirmed.